Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, on the second firing it seemed as if the device did not complete the third stroke. The surgeon pulled the manual release lever and the blade was sluggish upon return. The surgeon had to push the jaws apart using the handles. Then the surgeon fired the device a third time and the same thing happened at the third stroke. The device was difficult to open. The noticed that visually it looks as if the thumb release is out of alignment. Another device was used to complete the procedure. No adverse consequences reported. (B)(6).

Manufacturer narrative:
(B)(4). (B)(4). Knife the ec60 device was received for analysis with no visual non-conformances and with no reload present. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. The device opened and closed without difficulties. One possible cause for the damaged knife may be if the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is also recommended that prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.